Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported difficulty in moving the fenestrated bipolar forceps (fbf). Upon inspection, a broken steel cable was observed. The procedure was completed with no reported injury. Isi followed up with the site and obtained the following additional information: the customer insisted that the image shows a broken steel cable that was observed when inspecting the clamp. There was no thermal damage and no arcing observed. The customer confirmed the black insulation was not stripped or damaged and the conductor wire was not exposed due to damage. The instrument was changed because they did not move. It was not possible to use them during surgery to apply energy.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and the following additional information was provided: the conductor wire was broken. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis did not confirm the allegation of a broken cable. The bipolar instrument was analyzed and found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.